Event description:
Additional information stated the patient was still having concerns with their device or therapy but they were working with their doctor or representative. It was stated the patient could not use their stimulator and they had an appointment scheduled for (B)(6) 2013.

Event description:
It was reported that the patient felt an 'abnormal impulse or charge' to the c1 and c2 areas on the right side of his body the morning of the report. The 'impulse' was reported to have made the patient's muscles tense up, causing him to experience some discomfort. The patient did not experience anything 'abnormal' until 30 minutes before it was reported. At the time of the report, it was indicated that the implantable neurostimulator (ins) gave the patient a couple of 'spikes,' which in turn tensed up his muscles. The reporter indicated that the patient turned down stimulation 'so that the ins would stop sending impulses' but that was not successful. The patient had some concern that the ins was malfunctioning and was still experiencing some 'impulses or spikes' from the ins. Two days later it was reported that the patient's device hadn't been working since the (B)(6) prior to the report. It was noted that attempts were being made to set up an appointment with a medtronic representative and the patient's healthcare provider (hcp).

Manufacturer narrative:
Concomitant products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Event description:
Additional information reported that the patient had been reprogrammed and "had pleasant stimulation return." It was stated that a week after reprogramming the patient reported that the "initial unpleasant stimulation" returned. X-ray results indicated the leads were "implanted and not migrated." The patient's physician stated that the patient was experiencing "a flare up of his pain" and asked the patient to "keep the stimulation off for two months." Since turning off the stimulation, the patient's physician referred him for "injections to help the pain flare up."